Event description:
Reportedly, while the second clip was being applied to the cystic duct tube, the clip did not form properly. Therefore, the cystic duct was turned over for exam and it was found that one side of the clip had broken off. The broken portion was missing and could not be found anywhere in the cavity by x-ray. Procedure: lap chole. Pt status: no injury reported.